Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards lifesciences affiliate in saudi arabia, during the preparation of a 23mm sapien 3 valve, fibrous particles, ¿like soft hairs¿, were noted on the inner side of the valve leaflet. The decision was made not to use the valve. A new sapien 3 valve was prepared and successfully used for the tavr procedure. The valve was returned to edwards lifesciences for evaluation. During the preliminary engineering evaluation, a ¿bluish¿ s-shaped fiber, approximately 1cm long, was observed on the leaflet inflow. The fiber was not removed during the rinse process and had to be removed with forceps for further analysis. The source and composition of the fiber is not known at this time.

Manufacturer narrative:
Result: known inherent risk of procedure. The sapien 3 valve was returned to edwards lifesciences for evaluation. Visual inspection confirmed the presence of a blue-green fiber-like particulate on the inflow side of a leaflet. Fibrous tissue fibers were also observed on the inner side of the leaflet; however, the fibers were not excessive and meet the acceptance criteria. Fourier transform infrared spectroscopy (ftir) analysis was performed on the particulate collected from the valve. The results indicated an approximate match for polyester material. A manufacturing walkthrough was performed in order to determine if the polyester fiber may have originated at edwards. The walkthrough revealed that polyester is the same material and color of the wedge component that is part of the assembled valve. DHR review of the valve subassembly and packaging assembly work orders did not reveal any manufacturing issues related to the particulate contamination. During the manufacturing process the sapien 3 valves are manufactured under controlled environments in cleanrooms. All personnel working or entering in the edwards' manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact the valves. During valve assembly, in process glut must be changed out daily and at the end of assembly step is completed for the work order to rinse off any potential loose particulates/sutures in the jar or valves. The use of clean room tape to wipe the removed/cut sutures at the work station is also enforced. During manufacturing, the valves are 100% visually inspected under 8x magnification before holder inspection, and visually inspected after holder inspection. These visual inspections are able to identify the presence of any fibers and/or particles (e.g. Particulates, free sutures, debris) on the valves or inside the jars. Similarly, in process glut must be change out after the visual inspection is completed for the work order in order to rinse off any potential loose particulates/sutures in the jar or valves. Prior to final packaging, 100% visual inspection is performed at preliminary packaging to ensure no foreign materials (e.g particulates, free sutures, debris) visible to unaided eye, are on the valves and/or inside the jars. Prior to final product release, 100% visual inspection is performed at the shrink seal process, under the unaided eye, to verify no loose or moveable particulates are present in the jars and ensure no embedded or trapped particles are on the jar/outer jar that exceed acceptance criteria. In this case, the complaint of the "fibrous particles (like soft hair) seen in the inner side of the leaflet" was confirmed. The presence of the fibers was confirmed; however, the fibers met acceptance criteria. This fibrous texture is inherent in bovine pericardial tissue as previously documented in a technical summary written by edwards. No evidence of a manufacturing non-conformance was found during evaluation activities relating to the fibrous condition reported. During the product evaluation, engineering discovered one blue-green fiber approximately 1 cm long was on the leaflet inflow side. Based on the ftir chemistry analysis, the blue-green fiber showed similar absorption characteristics to a polyester-like material. The material was found to be similar to the "wedge" component used in the manufacture of the valves; however, the fiber was not consistent with the wedge component. Additionally, the wedge component is a subassembly that is prepared separately from sapien 3 work orders. Ethibond 2.0 suture is cut and both ends are heat sealed with a soldering iron, subsequently the wedge components are inspected to ensure both edges of the wedge are completely sealed. For this reason it is unlikely that particulate originated from the wedge, as there are mitigations in place to detect any stray particulate or fibers. The wedge component used in the sapien 3 manufacturing process is made from sutures indicated for use in general soft tissue approximation and/or ligation, including use in cardiovascular, ophthalmic and neurological procedures. Furthermore, the wedge component is encapsulated between the post cloth component and tissue tab, then sutured in place. The returned device revealed no damage that would have resulted in dislodgement of this component. The source of the polyester-like fiber could not be conclusively confirmed based on available information. Even though the material matches the wedge component of the valve, it cannot be concluded that the particulates originates from the wedge due to the significant difference in length and valve design. In addition, current mitigation is in place at final valve assembly and final packaging to inspect for particulates 100%. Blue-green polyester is a common non-absorbable suture material used in surgical applications. Since the polyester particulate found on the valve was not seen/reported in the complaint it is possible that the fiber was inadvertently deposited into the valve container while re-packing for return. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.